Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 450 mg/dl) and insulin injections were administered. Customer alleged pump was not delivering insulin properly. Pump system check with tandem technical support found only a few drops of insulin were observed exiting the tubing. Customer reverted to using manual injections for insulin delivery.